Event description:
A caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. The caller successfully resolved the issue by performing a pump reset with the guidance of technical support, and subsequently started their sensor session without further errors.